Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was hospitalized for low blood glucose levels. The infusion set was changed on the morning of hospitalization. The customer also stated he dropped the insulin pump three weeks prior to hospitalization, and had been having problems with glucose levels since then.